Event description:
IV catheters in the emergency department and on one of the med surg floors were found to have damaged plastic tips. On the med surg floor, there was fraying of the 20-gauge catheter.